Event description:
Per customer response:thanks for acknowledging receipt of the pictures. Hope they were clear enough to show the problem. That being a crack in the wall and slight tip deformity. I assume the crack lead to the leakage, and the tip possible not allowing full seal and allowing air to be sucked in at the connection? Or let me know where the sealing takes place.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.(B)(4)

Event description:
Per customer response: thanks for acknowledging receipt of the pictures. Hope they were clear enough to show the problem. That being a crack in the wall and slight tip deformity. I assume the crack lead to the leakage, and the tip possible not allowing full seal and allowing air to be sucked in at the connection? Or let me know where the sealing takes place.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Through visual inspection, it is observed the cracked on access tip verifying the reported failure. A review of the internal manufacturing device records and raw material history files for reported lots 0001385545 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. H3 : see manufacturer here.